Manufacturer narrative:
Analysis was able to confirm the output connector assembly was broken. Analysis also noted that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector at the top of the external pulse generator (epg) was damaged. The epg was returned for service. There was no patient involvement.